Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the error code e300 message was confirmed due to a failure of the detection lever, but the led blinking light issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii xenon light source displayed error code e300 and the front panel led lights were flashing. No patient injury or procedure impact was reported. The subject device had been previous repaired for the led blinking lights due to detection lever failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the error code e300 and the light-emitting diode (led) flashing occurred due to a failure of the detection lever. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.